Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the blade was broken off. The broken blade was retrieved. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.